Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm12.1 implantable collamer lens, -9.5 diopter, in the patient's left eye (os) on 03/14/2013. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular). The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
On (B)(6) 2016, the patient's uncorrected visual acuity (ucva) was 20/21. Device evaluation: the lens was returned dry in lens case/vial. Visual inspection found the lens optic torn/split, lens haptic torn/broken/bent/deformed, and the lens having foreign material on lens surface (spot). Work order search: one similar complaint was reported for units within the same lot. The product is manufactured in the u.s. But not marketed in the u.s. (B)(4).